Event description:
It was reported that the left ventricular (lv) lead exhibited high and unstable thresholds during pre-operative interrogation. Lv threshold testing was conducted and no capture was detected. Reprogramming was carried out and the lead was turned off. The lead was capped and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.